Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(6): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade would not rotate and did not advance during the evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade was shaking and stopped working. A second like device was used to complete the procedure with no adverse patient consequences.